Event description:
It was reported that 4 bd vacutainer® sst¿ blood collection tubes experienced poor barrier separation after use. The following information was provided by the initial reporter: material no. 367986, batch no. 9030857. User facility's chemistry lab is having trouble with error alerts on their new analyzer. Probes were changed recently and not as many alerts but wanted to submit these just in case. Customer response on (B)(6) 2019 -the lot number is 9030857. Customer response on (B)(6) 2019- error alerts? Are the tubes getting erroneous results? No erroneous results that I was informed of. The error alert is referring to the analyzer testing the tubes. An ¿abnormal aspiration¿ alert would come up so then the user had to stop the machine and check the tube and so the tube became suspect in why the alert came up. However, since the probes have been changed a week or so ago, this problem has been decreasing. It is not clear whether the tubes are at fault or new machinery or preanalytical handling conditions. Management will work with their staff and remind them to follow best practice including full clotting time and required inversions after collection. Is it only these 4 tubes affected? More than the 4 tubes were affected. The day I was there though, those were the ones they had that were shown to me. What date was this? Wednesday (B)(6) so that is the day bd was informed but in talking with the tech ii she stated that this was happening for ¿a while¿. What exactly do you mean by ¿questionable appearance¿? Some of the tubes did not appear ¿perfectly separated ¿(could be there was gel on the side at the bottom or a bit of red cells on the gel or incomplete separation of red blood cells and serum)."

Manufacturer narrative:
H.6. Investigation summary: bd received samples and photos from the customer facility for investigation. The photos were evaluated and the customer¿s indicated failure mode for poor barrier separation with the incident lot was observed. Additionally, evaluation/testing of the customer samples was performed and poor barrier separation was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for poor barrier separation with the incident lot was observed. Additionally, evaluation/testing of the customer samples was conducted and poor barrier separation was observed. Root cause description: based on the investigation, a root cause could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 4 bd vacutainer® sst¿ blood collection tubes experienced poor barrier separation after use. The following information was provided by the initial reporter: material no. 367986, batch no. 9030857. User facility's chemistry lab is having trouble with error alerts on their new analyzer. Probes were changed recently and not as many alerts but wanted to submit these just in case. Customer response 07/08/2019: the lot number is 9030857. Customer response 06/28/2019: error alerts? Are the tubes getting erroneous results? No erroneous results that I was informed of. The error alert is referring to the analyzer testing the tubes. An ¿abnormal aspiration¿ alert would come up so then the user had to stop the machine and check the tube and so the tube became suspect in why the alert came up. However, since the probes have been changed a week or so ago, this problem has been decreasing. It is not clear whether the tubes are at fault or new machinery or preanalytical handling conditions. Management will work with their staff and remind them to follow best practice including full clotting time and required inversions after collection. Is it only these 4 tubes affected? More than the 4 tubes were affected. The day I was there though, those were the ones they had that were shown to me. What date was this? Wednesday (B)(6) so that is the day bd was informed but in talking with the tech ii she stated that this was happening for ¿a while¿. What exactly do you mean by ¿questionable appearance¿? Some of the tubes did not appear ¿perfectly separated ¿(could be there was gel on the side at the bottom or a bit of red cells on the gel or incomplete separation of red blood cells and serum)."